Event description:
Reporter noted they didn't have enough suction during the "tppv". They changed out everything twice and it still wouldn't operate properly. Finished the case by increasing the suction to more than 200 mmhg.